Event description:
It was reported that, "the pt had total hip replacement in 1992. Dr. Saw the pt back after primary doctor retired. Dr. Noted poly wear on insert and locking ring that was possibly compromised. He revised poly insert with new poly insert and replaced femoral head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as per hospital policy. If additional info becomes available then it will be submitted in a supplemental report.